Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to 470 mg/dl while wearing the pod for approximately 25 and 36 hours. The patient's parents reported the cannula was out of the skin. Additionally, the patient's parents reported insulin leakage during wear. The patient¿s parents sought guidance from the child¿s diabetologist regarding the issue, and the patient was switched to insulin pens temporarily.